Manufacturer narrative:
The reported implant date is (B)(6) 2015. Follow up is being done to find out the correct date. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a company representative (rep) regarding a patient implanted with an implantable neurostimulator (ins) for pain caused by a spine surgery. It was reported that a seroma developed near the ins/device pocket, that turned into a granuloma. The patient had a (B)(6) reaction to the ins. The patient was not injured, only felt a warm sensation near the battery area. The ins was turned off. Three surgeries were performed within the last year concerning the same place. It was unknown if there were any external contributing factors. The issue was not resolved at the time of this report. The device will be explanted. The patient was alive with no injury. No further complications were reported or anticipated.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation: analysis of the implantable neurostimulator (ins) was not performed, as the reported event was deemed a non-analyzable medical issue. Please note that method code and conclusion code have been removed at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the cause of the granuloma was unknown but it started as a seroma 2 years after the implant. The ins was explanted 2 months prior to the report. No further complications were reported/anticipated.